Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the lead component of their implantable neurostimulator (ins) had moved and that the patient did not have effective coverage of their painful areas. The date of the actual migration of the lead was unknown though x-rays were taken approximately in (B)(6) 2015 to confirm the migration. The patient was scheduled for a revision of the lead component. The ins was interrogated before the lead revision procedure and it was determined that it was in an overdischarge (od) condition. The physician decided to replace the ins and revise the lead. Following the lead revision and the ins battery replacement procedure, the patient was doing well and getting coverage for their painful areas. The issue was reported as resolved. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient had no stimulation sensation during initial programming today. It was noted that the event date was the date of surgery to add a 2nd implant ((B)(6) 2014). It was noted that there were no issues or complaints with the original implant. It was noted that on the day of the implant the patient had felt stimulation at 2.0v post-operatively. It was reported that the patient had not used stimulation at all until he came in for programming. It was stated that impedance values were in the 400-650 ohm range. It was stated that the caller ¿lit up the whole lead and nothing was felt at 10.0v,¿ and the pulse width was increased to 1000 us. The manufacturer¿s representative picked the pair with the highest ohm reading 7+15-, 1000pw, 20hz to program, and the patient did not feel stimulation at 9.6v. It was later reported that an x-ray was completed and it had been determined that the lead had migrated down 2 vertebral bodies and the healthcare professional (hcp) would be scheduling a revision (date yet to be determined). It was noted that the patient¿s primary cell device battery was at 2.60v. It was stated that the cause of the event was unknown. The manufacturer¿s representative did not know whether the patient was currently receiving effective therapy at the time of this report.